Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system catrx aspiration catheter (catrx). During the procedure, while torquing the catrx in the target location, the catrx fractured at the mid-shaft. A snare device was used to retrieve the fractured end of the catrx. The procedure was completed at this time. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that this complaint was also submitted to the FDA by the user facility. The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1.section b. Box 5. Describe event or problem 2.section e. Box 4. Initial reporter also sent report to FDA 3.section g. Box 2. Report source (company representative (B)(4), health professional (B)(4), user facility (B)(4). Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up MFR report: 1.section a. Box 2. Age at time of event.

Event description:
The patient was undergoing a thrombectomy procedure in the right lower extremity (superficial femoral artery, anterior tibial artery, and peroneal artery) using an indigo system catrx aspiration catheter (catrx). During the procedure, while torquing the catrx in the target location, the catrx fractured at the mid-shaft. A snare device was used to retrieve the fractured end of the catrx. The procedure was completed at this time. There was no report of an adverse effect to the patient.